Event description:
Reporter alleged obtaining a discrepant blood glucose result of 246 mg/dl back to back with a result of 128 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter stated, she took her normal 1000 mg of metformin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.